Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device and photographic evidence confirmed the complaint. The device was stripped and the wing knob component was sheared off. As a result of the damage, the reported inability to assemble properly to the mating pins is confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device was forwarded to velys product development in warsaw for investigation. The results of the investigation include the following. Full investigation was not possible as array clamp was received damaged. Visual examination and review of the photographic evidence found that the wing nut head was sheared off. Scratches and marks were observed on array clamp and they appear to be resulting from rongeur/plier-like instrument handling. Efforts were made to unthreaded the remaining wing nut shaft from the wedge for further investigation. Couldn t unthreaded the wing nut shaft as it appears cold-welded due to cross-threading between wing nut shaft and wedge. Also, it is unclear from the complaint description if the array clamp was appropriately assembled and disassembled onto the array drill pins, including proper instrument lubrication, per the surgical technique instructions upon every use. Component damage was observed on the array clamp sub-assembly a worldwide complaint database search found no confirmed additional reports related to the provided product code/lot code combination. It is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
It was reported that the robotic assisted array clamp device was stripped out and would not fasten to pins. During an in-house engineering evaluation, it was determined that the wing nut knob component had sheared off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.